Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted a gradual shock impedance measurements. Now, the shock impedance measurements are greater than 125 ohms. All other measurements were acceptable. Boston scientific technical services (ts) reviewed the information and all documented impedance measurements were within range. No adverse patient effects were reported.